Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, crease/folding of implant.

Event description:
Healthcare professional reported a left side rupture with fold. Healthcare professional later reported "any creases associated with hole observed during surgery." Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed three openings assessed as surgical damage. Crease/folding of implant: observed creases on the device. Additional observations: no other observation observed. No further actions are required since no manufacturing issue is observed.

Event description:
Healthcare professional reported a left side rupture with fold. Healthcare professional later reported "any creases associated with hole observed during surgery." Device has been explanted and replaced.

Event description:
Healthcare professional reported a left side rupture with fold. Healthcare professional later reported "any creases associated with hole observed during surgery." Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4.